Manufacturer narrative:
Insulin pump received unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to cracked bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was broke. The customer¿s blood glucose level was unknown. The customer was performed troubleshooting. The insulin pump will be returned for analysis.